Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that stimulation was intermittent. Since 9 am the morning of the report, the patient was feeling intermittent stimulation. It felt like it was going on and off. The patient was on program a and that was the only program they had. At the time of the report the patient noted the stimulation ¿felt normal¿ again. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.